Manufacturer narrative:
The lot history record was reviewed. There are no non-confirming material reports associated with this lot number.

Event description:
Device malfunction - none. Symptoms ae - stroke, hypotension. Time of symptoms ae - post procedure. It was reported that the patient underwent a right internal carotid artery angioplasty and stenting procedure for an 80% lesion. Post procedure, the patient developed left handed weakness and hypotension which responded to dopamine and IV fluids. Neurological symptoms resolved in 2007. Patient was discharged home the next day. No additional info available.